Manufacturer narrative:
(B)(4).

Event description:
Received info that an 840 ventilator had an erratic gui display. Device was not being used on a pt when event occurred. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the graphic user interface (gui) central processing unit (cpu) printed circuit board (pcb). The unit passed tests.